Event description:
It was reported that cardiac perforation, pericardial effusion (pe) and cardiac tamponade occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) imaging and intracardiac echocardiogram (ice) imaging under general anesthesia. Pre-procedure imaging confirmed a trace pe with no cause noted. A versacross connect (vcc) kit was selected for use. Groin access was obtained and the vcc kit was inserted in the watchman fxd curve access system (was) and inserted into the patient. The transseptal puncture (tsp) was somewhat difficult due to the patient having a tortuous inferior vena cava (ivc) with strictures or stenosis. The physician had difficulty rotating the was from posterior to anterior. Under tee guidance, tenting looked to be medial, somewhat posterior. After radiofrequency (rf) pulse and tsp crossing, it was realized that the patient's anatomy was abnormal. Perforation occurred rather than tsp, with the right atrium perforating to the mediastinum. When it was realized there was a perforation and circumferential pe, anticoagulation was reversed, and the was and vcc wire were pulled back and out of the body. A pericardiocentesis was performed. There also seemed to be bleeding and blood loss into the mediastinum. Hypertension was noted and was treated with standard medications. The procedure was aborted. The patient left the cath lab and went to the intensive care unit (ICU). The following day, the patient was extubated, normotensive, and much improved from when the patient had arrived in the ICU. The patient remains hospitalized.

Event description:
It was reported that cardiac perforation, pericardial effusion (pe) and cardiac tamponade occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) imaging and intracardiac echocardiogram (ice) imaging under general anesthesia. Pre-procedure imaging confirmed a trace pe with no cause noted. A versacross connect (vcc) kit was selected for use. Groin access was obtained and the vcc kit was inserted in the watchman fxd curve access system (was) and inserted into the patient. The transseptal puncture (tsp) was somewhat difficult due to the patient having a tortuous inferior vena cava (ivc) with strictures or stenosis. The physician had difficulty rotating the was from posterior to anterior. Under tee guidance, tenting looked to be medial, somewhat posterior. After radiofrequency (rf) pulse and tsp crossing, it was realized that the patient's anatomy was abnormal. Perforation occurred rather than tsp, with the right atrium perforating to the mediastinum. When it was realized there was a perforation and circumferential pe, anticoagulation was reversed, and the was and vcc wire were pulled back and out of the body. A pericardiocentesis was performed. There also seemed to be bleeding and blood loss into the mediastinum. Hypertension was noted and was treated with standard medications. The procedure was aborted. The patient left the cath lab and went to the intensive care unit (ICU). The following day, the patient was extubated, normotensive, and much improved from when the patient had arrived in the ICU. The patient remains hospitalized. It was further reported the trace pe pre-procedure was seen outside of the right ventricle and had no known cause. The was used to cross the septum for tsp, and the physician had exchanged it for a watchman trusteer access system in hopes of having better maneuverability. The patient received a blood transfusion intraprocedural. Dark blood was removed during the pericardiocentesis and auto transfused. The patient has been discharged from the ICU and is awaiting discharge home. It was further reported the patient was discharged home four days post index procedure.

Manufacturer narrative:
B5: information added.

Manufacturer narrative:
B5: information added h6 impact code added: blood transfusion.

Event description:
It was reported that cardiac perforation, pericardial effusion (pe) and cardiac tamponade occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) imaging and intracardiac echocardiogram (ice) imaging under general anesthesia. Pre-procedure imaging confirmed a trace pe with no cause noted. A versacross connect (vcc) kit was selected for use. Groin access was obtained and the vcc kit was inserted in the watchman fxd curve access system (was) and inserted into the patient. The transseptal puncture (tsp) was somewhat difficult due to the patient having a tortuous inferior vena cava (ivc) with strictures or stenosis. The physician had difficulty rotating the was from posterior to anterior. Under tee guidance, tenting looked to be medial, somewhat posterior. After radiofrequency (rf) pulse and tsp crossing, it was realized that the patient's anatomy was abnormal. Perforation occurred rather than tsp, with the right atrium perforating to the mediastinum. When it was realized there was a perforation and circumferential pe, anticoagulation was reversed, and the was and vcc wire were pulled back and out of the body. A pericardiocentesis was performed. There also seemed to be bleeding and blood loss into the mediastinum. Hypertension was noted and was treated with standard medications. The procedure was aborted. The patient left the cath lab and went to the intensive care unit (ICU). The following day, the patient was extubated, normotensive, and much improved from when the patient had arrived in the ICU. The patient remains hospitalized. It was further reported the trace pe pre-procedure was seen outside of the right ventricle and had no known cause. The was used to cross the septum for tsp, and the physician had exchanged it for a watchman trusteer access system in hopes of having better maneuverability. The patient received a blood transfusion intraprocedure. Dark blood was removed during the pericardiocentesis and auto-transfused. The patient has been discharged from the ICU and is awaiting discharge home.